Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to minimed that the customer reported pump not pairing with the simplera sync sensor. The customer reported no adverse event. The event involved product mmt-1884 and mmt-5120ma. Troubleshooting was partially performed and issue not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-5120ma.